Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported having been diagnosed with a ¿connective tissue disorder¿, not device related. Side was unspecified, this record represents the left side. No indication of treatment or surgical reoperation. Healthcare professional later reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Patient reported having been diagnosed with a ¿connective tissue disorder¿, not device related. Side was unspecified and this record represents the left side. No indication of treatment or surgical reoperation. Healthcare professional later reported left side rupture. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.